Event description:
It was reported that, while in use on a patient, this 980 ventilator had a compressor issue. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Review of the diagnostic logs and repair details show evidence of a loss of ventilation at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator had a compressor issue. It was also informed by the customer to the service personnel (sp) that compressor primary battery was not illuminated nor charging. Review of the diagnostic logs shows evidence of a loss of ventilation at the time of the reported event. The device was available for evaluation. The sp checked unit and confirmed the reported issue of compressor and compressor battery issue but was unable to replicate the loss of ventilation. To solve the compressor related issues sp replaced the compressor power controller printed circuit board assembly (pcba) and compressor power distribution pcba. The unit passed all test and calibrations as per manufacturer specifications at the time of service. The likely cause of the reported compressor event was isolated in the field to a fault in compressor power controller pcba and/or compressor power distribution pcba. The cause of the loss of ventilation could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: section g2 510k number. Section h6 evaluation code result - add additional code conclusion code - remove d02 and add d15 component code - remove g02005 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator had a compressor issue. It was also informed by the customer to the service personnel (sp) that compressor primary battery was not illuminated nor charging. Review of the diagnostic logs shows evidence of a loss of ventilation at the time of the reported event. The device was available for evaluation. The sp checked unit and confirmed the reported issue of compressor and compressor battery issue but was unable to replicate the loss of ventilation. To solve the compressor related issues sp replaced the compressor power controller printed circuit board assembly (pcba) and compressor power distribution pcba. The unit passed all test and calibrations as per manufacturer specifications at the time of service. One compressor power distribution pcba was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One compressor power controller pcba was received for failure analysis. A visual inspection of the returned pcb was conducted and no anomalies were found. The returned part was attached to the failure investigation test ventilator for analysis. The fault was isolated to field programmable gate array integrated circuit, reference designator u6. The cause of the reported event of compressor issue was isolated to electronic component failure u6 in compressor power controller pcba. The cause of the loss of ventilation could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.